Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with symptomatic umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, "a ventralex mesh (device #1) was placed and sutured." On (B)(6) 2011 - patient was diagnosed with adhesions, right adnexal pain thereby underwent laparoscopic lysis of adhesions. On (B)(6) 2014 - patient was diagnosed with adhesions thereby underwent laparoscopic lysis of adhesions. On (B)(6) 2017 - patient was diagnosed with recurrent periumbilical incisional hernia thereby underwent open repair with implant of ventralex st mesh (device #2). Per op notes, "a ventralex st mesh (device #2) was placed and sutured." On (B)(6) 2019 - patient was diagnosed with sigmoid diverticulitis with micro perforation thereby underwent removal of old mesh (device #1 & #2). Per op notes, "adhesions were taken down. The folded meshes (device #1 & #2) were removed." On (B)(6) 2019 - patient diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralight st mesh (device #3). Per op notes, "lysis of adhesions was preformed and a ventralight st mesh (device #3) was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This emdr represents the bard/davol ventralex st (device #2). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.